Event description:
The patient had a total elbow replacement done about three years ago. Several weeks ago he noticed some swelling in the medial aspect of his arm. He went to the doctor and was referred to a surgeon for management. Radiographs showed a small pin that had been dislodged and displaced in the medial soft tissues. He had surgery for exploration and revision of the bearing components. The device showed significant wear. A new polyethylene bearing in the ulnar component as well as coupling device was placed, and the elbow was reduced. The patient was in stable condition following the surgery.